Event description:
It was reported that, ever since a car accident on (B)(6) 2006, the patient's therapy was not "right." The patient stated they had been reprogrammed "over 80 times" without success, and had issues with "urinary leakage and wires." The patient was not willing to have surgery to replace the device. It was stated that for the two months prior to report, the patient had been experiencing back pain. There was no trauma associated with this pain, although the patient has had two spinal fusions in the past. It was stated the patient was told the pain may be due to the ins, which is still implanted in the patient's back, although it was turned off in (B)(6) 2011. The patient stated they were given multiple calculations for how long the battery would last. It was stated her back pain "burns, with no redness, swelling, no fever or flu-like symptoms." The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient's device was off and the patient had not seen the physician for this issue. It was unknown what the cause of the event was, no surgical intervention had occurred, the patient did not require hospitalization, and the physician was going to contact the patient for evaluation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot# j0235351v, implanted: (B)(6) 2002, product type lead; product ID 3080, lot# l67277, implanted: (B)(6) 2000, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).